Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred for transmitter ID 8ly6u2. Data was evaluated and the allegation was confirmed for transmitter ID 8ly6mq. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of a connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.